Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Catheter used during case was not made available. Inspected logs and noted low vacuum and gas loss alarms. All leak tests passed without issue indicating no leakage internal to iabp. Installed 2.5k compressor rebuild kit to ensure maximum efficiency of compressor due to recent low vacuum alarms. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had gas loss. There was no patient harm or injury reported.